Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 145 mg/dl at the time of the incident. The customer reported that she has a low blood glucose of 54mg/dl. The customer stated that before the call she was 98mg/dl and it just started dropping. The customer reported that she already treated with food and declined low blood glucose troubleshooting. The customer also mentioned that the belt clip broke and declined to troubleshoot. The customer also reported that ass soon as they inserted sensor, the customer started bleeding. The insulin pump will not be returned for analysis.